Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 days later after intubation, the pressure on the device could not be maintained and found a pinhole on the cuff. The device was replaced but the pressure of the cuff immediately decreased. Another device with same size and lot was inserted again but same issue recurred. The patient had a replacement of the tube again but in different lot number with no reported issue.